Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty removing the torque limiting hex wrench from the lv set screw. The wrench was removed from the set screw gently. It was noted that a week after the implant procedure, the left ventricular (lv) lead threshold and impedance measurements increased dramatically. The lv lead had no capture at high outputs and the impedance measurements were high and undefined in all vectors that involved a certain common vector. A chest x-ray confirmed that the lead was ¿unmoved¿. Reprogramming was done and the device and lead remain in use. Approximately five days later, the crt-p was interrogated and the lv lead impedance and threshold measurements were normal. No patient complications have been reported as a result of this event.